Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an occlusion issue. Troubleshooting was performed by disconnecting the tubing from the site, tightening the t: lock, holding the tubing downwards, and delivering a 5-unit bolus. The patient was informed that insulin on board (iob) would be affected. The occlusion alarm recurred. Additionally, the patient had performed another troubleshooting by disconnecting the tubing from the cartridge pigtail, holding the pigtail pointing down, and delivering a 5-unit bolus. The patient was informed that iob would be affected. The occlusion alarm did not recur, indicating that the blockage was in the tubing. No further information available.